Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the b30 scope communication failure could not be determined as the device was not evaluated. This error occurs when the device failed to read scope registry information. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device is not expected to be returned. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii xenon light sourse received a b30 scope communication error during preparation for use. There were no reports of patient harm.